Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 259 mg/dl due to the pump profile settings needing to be adjusted. School nurse assisted (routine procedure) the customer with delivering a bolus via the pump to lower bg to 104 mg/dl. Contact reported event to healthcare provider.